Event description:
It was reported there were impedance less than 50 ohms on the 0 and 3 pair. The intervention involved reprogramming around the 0 and 3 combination. The event was noted as ongoing with no further action needed. The event was possible related to the device or therapy and unlikely related to the implant procedure. No signs or symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v581952, implanted: (B)(6) 2011, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
Additional information received reported that the etiology was the lead connector to the implantable neurostimulator (ins).

Manufacturer narrative:
(B)(4) no longer applied due to updated coding procedures. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had not been seen back in the hospital since (B)(6) 2014.